Manufacturer narrative:
The pad-pak was first installed successfully in july 2010 and performed to specification up to the 30th june 2013. Multiple manual power ups, mainly of ten minutes duration where observed on the (B)(6) 2013. The device successfully performed all weekly auto self-tests and manual self-tests between the (B)(6) 2014. Further multiple manual power ups, some of ten minutes duration where observed between the (B)(6) 2014 and the last log entry on the (B)(6) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. There was a slight fluctuation observed on the pogo-pins, however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.